Event description:
It was reported that the bd minibore bi-fuse ext set 2cc experienced component separation causing leakage. The following information was provided by the initial reporter: one of the nurses was "testing" a separate one to see how much force it could withstand as she was the nurse looking after the patient with the refluxed blood leaking one and was interested. It didn't take much force at all - on that particular one, she was able to pull it apart with no more force that a patient might if they got up a bit too fast and pulled on their line a little.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one mp2202c-0006 product from lot 20105553 was received in opened packaging for investigation no residual fluid was detected in the device. The feedback provided by the customer suggests the nurse intentionally pulled apart the device in order to test it, resulting in separation of the tubing from the maxplus. A visual inspection of the returned sample confirmed the customer's experience as the device was returned disassembled. However, the tubing-to-tubing connector component was missing and was not returned by the customer in order to assist the investigation. Furthermore, a close inspection of the separation locations revealed evidence of residual solvent present on the tubing and insertion points. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20105553 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause for the separation could not be determined without an inspection of the tubing-to-tubing connector. However, as the product was intentionally pulled apart it is unlikely that a manufacturing defect contributed to the customer's experience. Please note the products are manufactured in line with the requirements of bs: en: iso 8536-9: infusion equipment for medical use. Fluid lines for use with pressure infusion equipment. The standard states that the products are manufactured to withstand 15n of force over a 15 second period. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mp2202c-0006 product in the past 12 months.